Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 104 mg/dl at the time of admission, and 187 mg/dl at the time of the call. The customer used glucose tablets and was given a glucagon shot plus juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer was hospitalized due to a low on (B)(6) 2018 due to another low. The insulin pump will be returned for analysis.